Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Insertion and deployment were normal. When the plunger was withdrawn, only one suture end was present. When the operator attempted to park the foot, it would not go fully into the parked position, making it difficult to remove the device. A vascular surgeon was called to the cath lab, where a cut down was performed. The device was removed, and the arteriotomy closed with a single stitch. The pt was admitted to the hosp for an overnight stay and was discharged the following day with no further incident. Notes from the field indicate that the suture had made a knot within the device in a position which prevented the foot from parking completely.